Manufacturer narrative:
(B)(4). The device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "the motor fails after about 1 min of running" was not confirmed and not reproduced. Service found a constant alarm shortly after infusion was started that was causing the device to be inoperable and it was being caused by a defective reed switch. The root cause was attributed to a defective reed switch. There were no repairs made to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of the motor fails after about 1 min of running. This condition has the potential to interrupt delivery. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.